Event description:
A report of a patient that was explanted was received. The patient reported receiving jolts of stimulation when changing postures, when the device was turned off.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for analysis. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.